Event description:
The manufacturer received information alleging that the patient feels that the pressure is too high and is affecting his hearing, speaking and causing discomfort. Patient cannot hear because he hears his breathing above outside sound, patient holds a section under his jaw that allows him to hear better. Patient states that he feels the devices high pressure has "powerwashed" a hole in his septum. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.